Event description:
As reported for this event by the customer, after approximately an hour into a therapeutic laparoscopic inguinal hernia repair procedure, a part of the tissue pad peeled off from the tip. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection of ultrasonic output and appearance. Upon inspection and testing, the tissue pad was found to be worn out, and partially peeled off. It can be inferred that the ultrasonic output was possibly activated when the grasping section was not grasping anything (this includes after tissue resection). This might have caused the tissue pad to wear out and partially peel off . The instructions for use includes the following statements that warn against the issue: ·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
Please see update in h6 ¿ type of investigation.